Event description:
The patient was scheduled to undergo a generator replacement, but it was cancelled due to high lead impedance.no known surgical intervention has occurred to date.no other relevant information has been received to date.